Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad was discovered fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
UDI- (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the device show signs of use and was cracked and fractured. The sem analysis determined that the fracture surface in the impactor pad artifacts consistent with an overload fracture. DHR was reviewed and no discrepancies were found. Per the package insert instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Additionally, it also stated that not to subject high load/ impact to the instrument as it leads to breakage. However, a definitive root cause could not be determined.. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.